Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# va0hueh001 serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260 lot# va0htck041 serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a revision surgery on (B)(6) 2018. It was reported that the ins and both leads were removed. A new ins and leads were implanted. The rep would be returning the ins and leads for analysis as it was reported that workman's compensation indicated that there was recall that involved the patient's current product. It was reported that the rep would be following up with the patient at their post-operative follow-up appointment to get the system turned on (date: (B)(6) 2018). No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, (B)(4), implanted: (B)(6) 2014, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, (B)(4), ubd: 03-apr-2018, (B)(4); product ID: 977a260, (B)(4), ubd: 02-apr-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on july 12, 2018 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had last been programmed in (B)(6) 2017 an everything was working great until october when the patient noticed it was not working great. The patient fell in january and since then stimulation was not working well. The patient fell forward (not back or on the implantable neurostimulator (ins)) while walking their dog. During a programming meeting with the manufacturer representative on 2018-may-16, it was determined that electrodes 0-7 were out of range and >40000 ohms. The patient was programmed at the appointment to hd settings on the 8-15 contacts. Recharging increased with the programming last month. During the meeting on the day of the call ((B)(6) 2018) the patient was not able to get any sensation on the 0-7 contacts. Previously, the patient had to turn stimulation really high in order to feel it. They turned it lower and the patient was not getting relief .x-rays were obtained and showed the 0-7 lead had migrated up and showed >40000 ohms with testing at 0.7 v and 3.0 v. Contacts 8-15 had impedances between 1200- 1500 ohms or less. The patient's pain was on the same side as the migrated lead. The ins seemed to be depleting faster with the settings 2.5 v, 90 pulse-width, and 10000 rate. It was noted that if coverage could not be obtained with the 8-15 contacts, then replacement of the 0-7 lead would likely be discussed. It was confirmed that the patient had no other conditions. Additional information was received from the representative on 2018-aug-06 noting that the hcp was aware of the high impedances and that a lead revision would be performed at a future "to be decided" date. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID# 977a260, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor was broken. Product ID# 977a260, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent to address analysis results when they are available. If information is provided in the future, a supplemental report will be issued.